Manufacturer narrative:
Based upon the clinical assessment, the reported event was not confirmed. A manufacturing record review was performed and the lot met all release criteria w/no issues or deviations that would explain the reported event. The root caused for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal information, but suggested that there were two separate non-device type ii endoleaks (inferior mesenteric and proximal lumbar). A type ib endoleak of the left iliac limb associated w/aneurysmal growth was not able to be identified.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated and two infrarenal extensions. Upon follow up, computed tomography revealed an endoleak at the bifurcation and into the left external iliac consistent with an enlarging ecstatic left iliac. Angiography confirmed it was a distal leak. Physician implanted a limb extension up to the level of the hypo to correct the leak. No patient injury was reported.